Event description:
The facility reported an infusion pump with depleted battery. Info was not provided reagrding whether or not the device was in pt use when the vent occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event and no pt injury had been reported. Though requested, no add'l info was provided regarding pt's demographics, medication involved, or device programming. No add'l contact info was available.

Manufacturer narrative:
The pump was serviced at customer location. Eval was completed on 12 oct 2005. The customer reported condition was confirmed. Batteries were replaced. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue.